Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported tubing got detached at the quick release. The patient observed insulin out of the tubing when filling the hose after changing the set. The patient had this issue with three sets. No further information available.